Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was being admitted to the intensive care unit for monitoring due to suspected intrathecal baclofen withdrawal. The healthcare professional felt that the patient's catheter may be compromised. The patient had been seen in clinic the previous day with symptoms of increased spasms, spasticity, pain and diaphoresis. A bolus was programmed through the pump with no improvement in symptoms. The patient was also given oral baclofen with no improvement. The pump was refilled. There were no pump volume discrepancies. X-rays showed that the catheter was connected to the pump; and appeared to be at the same level when compared to implant films. The healthcare professional was planning to stabilize the patient and proceed with a catheter dye study. Additional information has been requested. A follow-up report will be sent if additional information becomes available.